Event description:
When the rn went in to do an assessment, found the bed wet and PICC leaking with a hole in the catheter. PICC had to be removed. No deviations noted in care of line. The reporter did not provide the model number or the exact date of the event, and the lot number listed is not a vygon lot number.

Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Manufacturer narrative:
Unfortunately, without the faulty sample, an image showing the defect, or the product code, it is not possible to perform a thorough investigation and difficult to determine the origin of the issue. However, after requesting additional information, the customer mentioned that the manufacturer of the cvc isn't clear, but that lot number 231417 is the only one documented. The staff member initially thought it was a vygon product, but since they carry products from other manufacturers, it may not have been. Based on the lot number provided by the customer, this complaint does not pertain to a vygon product. The lot number provided is not a vygon lot number, so a batch review could not be conducted. Additionally, trend analysis could not be performed due to the missing product code. Corrective action: based on the lot number and additional information provided by the customer, this complaint does not pertain to a vygon product. Therefore, no further corrective action will be taken at this time.

Event description:
When the rn went in to do an assessment, found the bed wet and PICC leaking with a hole in the catheter. PICC had to be removed. No deviations noted in care of line. The reporter did not provide the model number or the exact date of the event, and the lot number listed is not a vygon lot number.